Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter.. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the proximal end of the catheter was kinked so the catheter was revised on (B)(6) 2019. They trimmed 4.5cm and clamped it so there was still drug in the distal piece, per the manufacturer representative. No symptoms were reported. There were no further complications reported at this time. Additional information was received from a healthcare professional (hcp) via a company representative. The company representative was aware of the event on (B)(6) 2019. The patient experienced the pump moving. The catheter kink was first noticed a day or two before the revision. The explanted catheter was discarded.